Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were taken to emergency medical service on (B)(6) 2020 due to hypoglycemia with blood glucose level of 35 mg/dl and the other blood glucose level was 38 mg/dl. Customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of low blood glucose level. Customer stated that the emergency medical service gave her glucose gel and that brought the blood glucose up 41 mg/dl and then 47 mg/dl and took her to the hospital where she was given a peanut butter & jelly sandwich. Customer was able to complete carelink upload. The insulin pump will not be returned for analysis.